Event description:
Related manufacturer report number 3006705815-2022-00522. It was reported that the patient was experiencing ineffective therapy due to high impedance. Attempts to reprogram were unsuccessful. As a result, surgical intervention occurred wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.